Event description:
It was reported that the basket on the percutaneous thrombolytic device separated from the cable during a procedure in an artificial poly-tetra-fluoro-ethylene graft. The basket was removed via a surgical procedure. There were no further complications.